Event description:
Pt came in ambulatory service and complained that device was malfunctioning. With the pt in the supine position, due to the pt's massive size the arms were left on the armboards at her side. The upper chest and neck areas were carefully prepped with betadine and draped in a sterile fashion. The incision below the catheter on the left side was infiltrated with 0.25% marcaine and 0.5% xylocaine. The dermal scar was excised. Incision was extended out through the fibrous tissue out to the catheter portal. The four sutures were freed up, divided and removed thus freeing up the catheter housing intact without difficulty. Pocket was irrigated. Hemostasis was excellent. The wound was drained with a 1/4 inch drain and the subcutaneous tissue was approximated with 3-0 chromic sutures and the skin edges with interrupted 4-0 nylon suture. Sterile dressing was applied. Pt was then nicely sedated with IV versed and fentanyl and again, on the right side of the clavicle was exposed via retracting downward on the fat surrounding the upper portion of the breast. A transverse incision was made below the clavicle. Despite several attempts md. Was unable to satisfactorily thread a guidewire through this route although md. Was able to cannulate the vein quite nicely. This may relate to previous trilumen catheter insertion with fibrotic reaction. At any rate the incision was extended laterally, slightly, in order to be able to expose the deltopectoral groove. This was done and the cephalic vein was isolated in the deltopectoral groove. The vein was dissected proximally to the area of the clavicle and distally to and retracted with 2-0 chromic suture. A venotomy was made approx. At the mid portion of this groove and a guidewire was inserted into the vein. The catheter was threaded directly over the guidewire into the vein and the guidewire was removed.